Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh exposure, erosion, prolapse of the sling suture and vaginal debridement twice in the past. A dissection, cut back with partial excision of the sling were performed multiple times.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.